Event description:
A patient arrived by ambulance incoherent and the paramedics device gave a blood glucose result of 22mg/dl. The hospital device read 88mg/dl; the customer was given saline 50% and 2 amps and an IV. At 1:00p.m the device read 88mg/dl and a lab result was 293 mg/dl. Controls were in range. A request was made for the return of the suspect device replacement was declined.